Manufacturer narrative:
A third party service technician evaluated the ventilator and to resolve the reported issue of the customer, flow valve was installed during warranty repair. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2200 has chk circuit alarm. This was occurred even though the respiratory circuit was connected and delivered tidal volume was exceeding the high limit. Set 500ml: low 450ml high 550ml. Measured 552ml failure. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.